Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the in the evening, the customer experienced an elevated blood glucose (bg) level of 246 mg/dl. The customer took a correction bolus. The following day, the customer continued to experience elevated bg levels, ranging from 266 to 339 mg/dl. At the time of the call, the customer's bg level was 289 mg/dl. The customer took a correction bolus and a manual injection. During troubleshooting with tandem technical support, the customer noted an air bubble. The customer primed the tubing and insulin drops were able to be seen exiting the tubing. The customer also noted that the infusion set cannula could be bent easily if coaxed. The customer changed out the site and bg level was noted to be trending downward.